Manufacturer narrative:
Approximate age of device- 34 days . The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2018 due to syncopal episode due to neurologic dysfunction. The patient presented with left facial droop in setting of presyncopal event. CT results revealed an old prior right lunar stroke prior to lvad that the patient was unaware of as well as a small right basal ganglia lacunar infarct, no hemorrhage, no acute hypodensities. Anticoagulants at the time of event was aspirin. Presyncopal workup was recommended. The patient issue reported to have resolved on (B)(6) 2018 after being hospitalized. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists neurological events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.